Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the "internal leakage test" during pre-use check. Patient involvement is unknown. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that a pressure transducer from the spare part stock had a leak. The investigation of the returned pressure transducer did not reveal any error. When installed into a test device, the device passed the full pre-use check, and several leakage tests without deviations. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4).